Event description:
Event description guidant received information that this pacemaker upon transtelephonic monitoring, with a magnet placed over the device, a ventricular pace beat was seen and then another spike would be seen. Also, an atiral waveform could not always be seen.